Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. 20196136) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury") and fatigue ("fatigue"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral), oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia and dysmenorrhoea had resolved and the psychological trauma and fatigue outcome was unknown. The reporter considered dysmenorrhoea, fatigue, menorrhagia and psychological trauma to be related to essure. The reporter commented: insertion date discrepancy- (B)(6) 2010 and (B)(6) 2010. Patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and fatigue removal date discrepancy: (B)(6) 2016, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: 20196136 manufacturing date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and dysmenorrhoea ('dysmenorrhea (cramping)'). In an adult female patient who had essure (batch no. 20196136), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury") and fatigue ("fatigue"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral), oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia and dysmenorrhoea had resolved. And the psychological trauma and fatigue outcome was unknown. The reporter considered dysmenorrhoea, fatigue, menorrhagia and psychological trauma to be related to essure. The reporter commented: insertion date discrepancy: (B)(6) 2010. Patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and fatigue. Removal date discrepancy: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2010, essure confirmation test(s): (unspecified) bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: lot no. Was added, reporters were added, discrepant information was added in rcc tab. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury") and fatigue ("fatigue"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral), oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia and dysmenorrhoea had resolved and the psychological trauma and fatigue outcome was unknown. The reporter considered dysmenorrhoea, fatigue, menorrhagia and psychological trauma to be related to essure. The reporter commented: insertion date discrepancy (B)(6) 2010 and (B)(6) 2010. Patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Previously reported event "injury" was replaced with "dysmenorrhea (cramping)", events-"menorrhagia (heavy menstrual bleeding), psych injury, and fatigue", lab data added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.